Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not turning on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in an unresponsive state. A technical support specialist instructed the customer to power cycle the device. After the customer did so, the machine came back online. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.